Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged molded insulator. The molded insulator was not attached to the grip of the instrument. There was no physical damage to the molded insulator and no pieces were found missing. The conductor wire was sticking out but had no damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clamp from the force bipolar instrument broke and fell inside the patient. The fragment was retrieved in the same case. The procedure was completed.